Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing connector was broken and was not connected. The device was removed and replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, detached inlet tubing with connector, and a reservoir were received for analysis. Abrasion was noted on the shorter exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. A separation was noted in the reservoir bladder. This was a site of leakage. The surfaces appeared to be smooth and straight, indicating contact with sharp instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. The information received indicated broken connector/connection, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir component and pump inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.